Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) ) on 19-jun-2024. The most recent information was received on 28-jun-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of factor v inhibition, pre-eclampsia, toxaemia of pregnancy and caesarean section. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2010. On unknown date she experienced pelvic pain (seriousness criterion intervention required), back pain ("back pain"), muscle contracture ("contractions"), device expulsion ("essure was in the uterus"), dysmenorrhoea (" very painful periods"), allergy to metals ("nickel allergy"), fibromyalgia ("fibromyalgia"), sjogren's syndrome ("sicca syndrome"), pudendal canal syndrome ("bilateral pudendal neuralgia"), muscle atrophy ("general degeneration"), intervertebral disc disorder ("lumbar disorder"), intervertebral disc degeneration ("neck disc disease"), sacroiliitis ("sacroiliitis"), aponeurosis contusion ("aponeurosis"), headache ("chronic headaches"), insomnia ("insomnia"), depression ("chronic depression"), burnout syndrome ("burn out syndrome"), photophobia ("photo-phobia"), renal disorder ("kidney problems"), urinary tract infection ("recurrent urinary infection"), pyelonephritis ("pyelonephritis"), mouth ulceration ("oral ulcers"), vaginal cyst ("vaginal cyst"), anal cyst ("anal cyst"), anal incontinence ("faecal incontinence"), oropharyngeal discomfort ("discomfort in the throat"), gastrooesophageal reflux disease ("reflux"), dyspepsia ("digestive disorders"), thyroid mass (" thyroid nodule"), oedema ("oedema"), hyperhidrosis ("excessive sweating"), fatigue ("chronic fatigue"), alopecia ("hair loss"), psoriasis ("reverse psoriasis"), swelling of eyelid ("swelling of the eyelids"), visual impairment ("visual problems"), vision blurred ("blurred vision"), tendon pain ("tendon pain"), attention deficit hyperactivity disorder ("attention problem") and communication disorder ("communication problem") and was found to have weight increased ("weight gain") and pleomorphic adenoma ("mixed parotid tumour"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for pelvic pain, back pain, muscle contracture, dysmenorrhoea, allergy to metals, fibromyalgia, sjogren's syndrome, pudendal canal syndrome, intervertebral disc disorder, intervertebral disc degeneration, sacroiliitis, aponeurosis contusion, headache, insomnia, depression, burnout syndrome, photophobia, weight increased, renal disorder, urinary tract infection, pyelonephritis, mouth ulceration, vaginal cyst, anal cyst, oropharyngeal discomfort, gastrooesophageal reflux disease, dyspepsia, pleomorphic adenoma, thyroid mass, oedema, hyperhidrosis, fatigue, alopecia, psoriasis, swelling of eyelid, visual impairment, vision blurred, tendon pain, attention deficit hyperactivity disorder and communication disorder were unknown. No causality assessment was received for essure with regard to pelvic pain, back pain, muscle contracture, device expulsion, dysmenorrhoea, allergy to metals, fibromyalgia, sjogren's syndrome, pudendal canal syndrome, muscle atrophy, intervertebral disc disorder, intervertebral disc degeneration, sacroiliitis, aponeurosis contusion, headache, insomnia, depression, burnout syndrome, photophobia, weight increased, renal disorder, urinary tract infection, pyelonephritis, mouth ulceration, vaginal cyst, anal cyst, anal incontinence, oropharyngeal discomfort, gastrooesophageal reflux disease, dyspepsia, pleomorphic adenoma, thyroid mass, oedema, hyperhidrosis, fatigue, alopecia, psoriasis, swelling of eyelid, visual impairment, vision blurred, tendon pain, attention deficit hyperactivity disorder or communication disorder. The reporter commented: period of occurrence: 2009 due to factor v leiden prothrombin blood coagulation following an emergency caesarean section at 32 weeks with pregnancy toxaemia and pre-eclampsia, I was prohibited from hormonal treatments and was strongly advised against a second child as it could be life-threatening. I have a very hard time coping with intrauterine devices (iud), and insertion requires general anaesthesia every time, so I requested a tubal ligation, but this was denied and I had another essure device inserted. Following this insertion, without any allergy tests having been performed, I started suffering that same day. This migration must have occurred immediately following insertion because I started suffering from contractions and pain immediately and for the following year. I then asked to have the essure implant removed and was told that they were going to remove my 2 fallopian tubes and part of my uterus. I asked for the complete removal of my uterus, as I have always suffered from very painful periods, but this request was denied as well, saying that a healthy uterus should not be removed, but it's not healthy, the essure has migrated there, and I have been strongly advised against having another pregnancy. I then had it removed in 2010. Since then, I have had symptoms and health problems and no one has been able to find the cause. My allergist spoke to me about the essure implants and performed a nickel allergy test on me which turned out to be positive. I don't know if these implants were properly removed, and whether during that year they didn't trigger all the symptoms I'm suffering with today, and which are getting worse day by day with no obvious cause. I am on survival mode and I wonder if I will need to have more abdominal x-rays without preparation performed as well as poisoning tests and allergen tests, and whether I should contact the gynaecologist again in this regard to see if the essure implants are the cause of my major health problems. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-jun-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 19-jun-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of factor v inhibition, pre-eclampsia, toxaemia of pregnancy and caesarean section. On (B)(6) 2009, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), back pain ("back pain"), muscle contracture ("contractions"), device expulsion ("essure was in the uterus"), dysmenorrhoea (" very painful periods"), allergy to metals ("nickel allergy"), fibromyalgia ("fibromyalgia"), sjogren's syndrome ("sicca syndrome"), pudendal canal syndrome ("bilateral pudendal neuralgia"), muscle atrophy ("general degeneration"), intervertebral disc disorder ("lumbar disorder"), intervertebral disc degeneration ("neck disc disease"), sacroiliitis ("sacroiliitis"), aponeurosis contusion ("aponeurosis"), headache ("chronic headaches"), insomnia ("insomnia"), depression ("chronic depression"), burnout syndrome ("burn out syndrome"), photophobia ("photo-phobia"), renal disorder ("kidney problems"), urinary tract infection ("recurrent urinary infection"), pyelonephritis ("pyelonephritis"), mouth ulceration ("oral ulcers"), vaginal cyst ("vaginal cyst"), anal cyst ("anal cyst"), anal incontinence ("faecal incontinence"), oropharyngeal discomfort ("discomfort in the throat"), gastrooesophageal reflux disease ("reflux"), dyspepsia ("digestive disorders"), thyroid mass (" thyroid nodule"), oedema ("oedema"), hyperhidrosis ("excessive sweating"), fatigue ("chronic fatigue"), alopecia ("hair loss"), psoriasis ("reverse psoriasis"), swelling of eyelid ("swelling of the eyelids"), visual impairment ("visual problems"), vision blurred ("blurred vision"), tendon pain ("tendon pain"), attention deficit hyperactivity disorder ("attention problem") and communication disorder ("communication problem") and was found to have weight increased ("weight gain") and pleomorphic adenoma ("mixed parotid tumour"). The patient was treated with surgery (to remove essure ). Essure was removed on (B)(6) 2010. At the time of the report, the outcomes for pelvic pain, back pain, muscle contracture, dysmenorrhoea, allergy to metals, fibromyalgia, sjogren's syndrome, pudendal canal syndrome, intervertebral disc disorder, intervertebral disc degeneration, sacroiliitis, aponeurosis contusion, headache, insomnia, depression, burnout syndrome, photophobia, weight increased, renal disorder, urinary tract infection, pyelonephritis, mouth ulceration, vaginal cyst, anal cyst, oropharyngeal discomfort, gastrooesophageal reflux disease, dyspepsia, pleomorphic adenoma, thyroid mass, oedema, hyperhidrosis, fatigue, alopecia, psoriasis, swelling of eyelid, visual impairment, vision blurred, tendon pain, attention deficit hyperactivity disorder and communication disorder were unknown. No causality assessment was received for essure with regard to pelvic pain, back pain, muscle contracture, device expulsion, dysmenorrhoea, allergy to metals, fibromyalgia, sjogren's syndrome, pudendal canal syndrome, muscle atrophy, intervertebral disc disorder, intervertebral disc degeneration, sacroiliitis, aponeurosis contusion, headache, insomnia, depression, burnout syndrome, photophobia, weight increased, renal disorder, urinary tract infection, pyelonephritis, mouth ulceration, vaginal cyst, anal cyst, anal incontinence, oropharyngeal discomfort, gastrooesophageal reflux disease, dyspepsia, pleomorphic adenoma, thyroid mass, oedema, hyperhidrosis, fatigue, alopecia, psoriasis, swelling of eyelid, visual impairment, vision blurred, tendon pain, attention deficit hyperactivity disorder or communication disorder. The reporter commented: period of occurrence: 2009 due to factor v leiden prothrombin blood coagulation following an emergency caesarean section at 32 weeks with pregnancy toxaemia and pre-eclampsia, I was prohibited from hormonal treatments and was strongly advised against a second child as it could be life-threatening. I have a very hard time coping with intrauterine devices (iud), and insertion requires general anaesthesia every time, so I requested a tubal ligation, but this was denied and I had another essure device inserted. Following this insertion, without any allergy tests having been performed, I started suffering that same day. This migration must have occurred immediately following insertion because I started suffering from contractions and pain immediately and for the following year. I then asked to have the essure implant removed and was told that they were going to remove my 2 fallopian tubes and part of my uterus. I asked for the complete removal of my uterus, as I have always suffered from very painful periods, but this request was denied as well, saying that a healthy uterus should not be removed, but it's not healthy, the essure has migrated there, and I have been strongly advised against having another pregnancy. I then had it removed in 2010. Since then, I have had symptoms and health problems and no one has been able to find the cause. My allergist spoke to me about the essure implants and performed a nickel allergy test on me which turned out to be positive I don't know if these implants were properly removed, and whether during that year they didn't trigger all the symptoms I'm suffering with today, and which are getting worse day by day with no obvious cause. I am on survival mode and I wonder if I will need to have more abdominal x-rays without preparation performed as well as poisoning tests and allergen tests, and whether I should contact the gynaecologist again in this regard to see if the essure implants are the cause of my major health problems. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.